Manufacturer narrative:
Corrected information is provided in sections b.2 and h.10. This suspect cannula which was involved in this complaint related to external supplier (not a company product). No further reports will be scheduled under mfg report num. 2523835-2023-00623 the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating cannula was used during the surgery and found that problem with flow. The surgery was completed with alternative cannula. There was no patient harm.